Event description:
Report received of inaccurate delivery. During routine preventative maintenance testing by the user facility, "accuracy test failed three times." No specific programming or testing parameters were provided. There were no reports of any adverse patient events while the device was in clinical use.